Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device was received and evaluated at the service center. The reported complaint that the unit would not pair was confirmed. It was found that the replacement of transmitter pcb will correct the problem. However, there were broken inserts on the housing of the unit, and repair would require replacement of the housing. Since the housing cannot be replaced this unit was deemed unrepairable. No further testing or repairs were conducted, and the unit was placed into long term hold. The defective transmitter pcb is hence the root cause of the reported complaint. Also the broken inserts on the housing is most likely a result of user mishandling of the device or a possible fall. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that preoperatively to an unknown procedure on (B)(6) 2020, it was observed that the vapr vue wireless footswitch device would not pair. During in-house engineering evaluation, it was determined that there were broken inserts on the housing of the device. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.